Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision to replace the cuff from a 4.0cm to a 3.5cm cuff. The device was explanted and replaced. No further patient complications were reported.